Manufacturer narrative:
Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support and it was identified customer was using humalin insulin. Technical support informed customer that humalin is off label per the user guide. Customer changed pump supplies to address the issue and resumed insulin delivery. There was no adverse impact to customer's blood glucose.